Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the surgeon noticed that the pk dissecting forceps instrument did not articulate correctly and saw a wire protruding from the articulation joint. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation revealed the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.